Event description:
The advocate stated the customer tested her blood glucose using her contour meter and received a reading of 14 mg/dl. She retested using the advocate's meter and received a reading of 205 mg/dl. No adverse events were alleged. No product will be returned.